Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The ipg was replaced due to patient and physician's preference to use a non-rechargeable ipg. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.